Manufacturer narrative:
The complaint is under investigation.

Event description:
It was reported that during a vitrectomy surgery no air came out of the tubing for air-fluid exchange. The defective tubing was replaced and surgery could proceed. No report that actual patient harm occurred or surgery was delayed.

Event description:
It was reported that during a vitrectomy surgery no air came out of the tubing for air-fluid exchange. The defective tubing was replaced and surgery could proceed. No report that actual patient harm occurred or surgery was delayed.

Manufacturer narrative:
With regard to this event irrigation tubing was returned for investigation. Functional testing of the returned tubing did not reveal a blockage of the tubing. The air flow was found to be well within the release specifications. Also a DHR review on the lot number of the tubing did not reveal any anomalies. Further investigation revealed that the event possibly could be caused by an issue with the eva vfie module. The investigation will be proceeded when the module is returned.

Manufacturer narrative:
In regard to this complaint, one eva vfie module and one disposable tubing with filter for air-fluid exchange were received for investigation. Functional testing of the returned tubing did not reveal a blockage of the tubing. The air flow was found to be well within the release specifications. Also a DHR review on the lot number of the tubing did not reveal any anomalies. Investigation of the returned vfie module revealed a damaged connector. Due to the damaged connector the tubing could not be connected properly which prevented a sufficient air flow. Based on the type of damage, it was determined that the damage was the result of incorrect handling (e.g. Too rough handling). Therefore, the reported event was determined to be attributable to an unintended use error where the connector on the vfie module was damaged.

Event description:
It was reported that during a vitrectomy surgery no air came out of the tubing for air-fluid exchange. The defective tubing was replaced and surgery could proceed. No report that actual patient harm occurred or surgery was delayed.